Event description:
It was reported that a balloon rupture occurred. The patient underwent a contralateral puncture for a partially occluded lesion. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was dilated at nominal pressure, but the pressure did not increase within a few seconds, and a leakage of the contrast medium was noted. The device was removed using normal method without any problem. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The patient underwent a contralateral puncture for a partially occluded lesion. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was dilated at nominal pressure, but the pressure did not increase within a few seconds, and a leakage of the contrast medium was noted. The device was removed using normal method without any problem. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.